Event description:
Approximately 3 year(s) and 20 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced infection. The patient underwent standard reverse revision with the reported removal of the standard humeral stem, torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw / locking cap components. The prosthetics were removed and replaced by antibiotic spacer for 3 months. Following, the reimplantation of the new prosthetics occurred and the infection seems to be healed. The outcome of this event is considered resolved, and the case report form indicates that this event is definitely not related to the device(s) and unknown to be related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. Exactech complaint history from january 1, 2008-october 1, 2024 was reviewed for reports of shoulder infections. The sales data for all humeral stems was used to calculate a complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of sterile certificates could not be performed because product information was not provided. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.